Event description:
As reported by the (B)(4) study, this pt presented to the cardiac catheterization unit and 2-vessel diseases was found. Three lesions were treated during the procedure. A staged procedure was not planned. The primary indication for intervention was an anterior wall st elevation myocardial infarction (stemi) within 6-12 hrs of pci. Thrombolytic agent was given and new q waves did develop. Pre-procedure ck, ck-mb and troponin were also greater than or equal to five times above the upper normal limits. Post-procedure ck and ck-mb were four times above the upper normal limits, but troponin remained unchanged. This was classified as an anterior wall q-wave mi that was target vessel related. The cardiac enzymes were the same as the pre-procedure values. In addition, after the first stent, a 2.25 x 23mm cypher select plus was deployed (lot # 13307420) in the mid lad, there was post-dilation due to insufficient flow. In addition, during treatment of the second lesion and after deployment of the third stent, a 2.5x18mm cypher select plus stent (lot # 13323045) was also post dilated due to insufficient flow. Finally, after a 2.25 x 13 mm cypher select plus was deployed in the 1st diagonal, post-dilation was done due to insufficient flow. Pre procedure medications included ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 80% de novo lesion in the proximal left anterior descending (lad) artery of 15mm in length in a 1.5mm vessel diameter. The (type a) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x12mm balloon at 12 atmospheres (atm) before a 2.25x23mm cypher select plus (lot # 13307420) was deployed in the mid lad. Post-dilatation was done with a 2.0x12mm balloon due to insufficient flow. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 70% de novo lesion in the mid lad of 20 mm in length in a 2.0mm vessel diameter. The (b1) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x12mm balloon at 18 atm before two overlapping stents were deployed. First deployed was a 2.75x18mm cypher select plus stent (lot # 13287722) at 16 atm. Post-dilatation was done with a 2.0x12mm balloon at 18 atm because the stent was not fully expanded. Then a 2.5x18mm cypher select (lot# 13323045) at 14 atm with satisfactory results. It was post-dilated with a 2.5x18mm balloon at 18 atm due to insufficient flow. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. Finally, pci was performed on an 80% de novo lesion in the 1st diagonal of 5mm in length a 1.5mm vessel diameter. The (type a) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus stent. The lesion was pre-dilated with a 2.0x12mm balloon and 12 atm before a 2.25x13mm cypher select plus stent (lot # 13303647) was deployed at 12 atm with satisfactory results. Post-dilation was done due to insufficient flow with a 2.0x12mm balloon at 12 atm. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. The pt was discharged 8 days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 mos, statins, ace inhibitors and beta blockers.

Manufacturer narrative:
Telephone f/u was made with the pt at the 1-mo interval and the pt was asymptomatic. The pt remained compliant with taking the post-procedure medications. Please note that this device ((B)(4), lot # 13307420) is not distributed in the united states. However, it is similar to the us distributed (B)(4). It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of four devices associated with the reported events that were submitted under the following MFR numbers: 9616099-2008-00912, -00913, -00914, -00915.